Manufacturer narrative:
Batch review performed on 06 december 2021: lot 144465: (B)(4). Expiration date: 2019-07-31. No anomalies found related to the problem. (B)(4).

Event description:
At 7 years after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.